Event description:
The son of a female pt contacted lifecor customer support to report that the pt was receiving constant "check te pad" messages. The pt had switched to the second garment and the alarms continued. Neither garment has been laundered. Support sent a territory manager (tm) to the pt to diagnose the problem. The tm stated that as soon as he switched the electrode belt, the alarms continued. Support had the tm exchange the monitor.

Manufacturer narrative:
Device eval summary : device eval of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor had a defective c39. C39 is a capacitor used in the te falloff circuitry. This capacitor was open and would not allow te calibration to occur. The root cause of the defective c39 is unknown, but is likely random component failure. This is a rare occurrence. The monitor will be repaired, retested and restocked. No adverse event resulted from the monitor failure. The pt received replacement monitor.